Manufacturer narrative:
The reported event of run-on was not duplicated (as the device would not run), but the reported event was confirmed based on the failure modes observed. The device was repaired and returned to the customer.

Event description:
It was reported that during a procedure at the user facility that the device was experiencing overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility that the device was experiencing overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event